Manufacturer narrative:
Concomitant medical product: product ID: d314drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined superior vena cava (svc) coil impedance. An svc coil fracture was suspected. Reprogramming was performed to turn the svc coil off, and the svc coil was subsequently capped. The rv coil and pace/sense portion of the lead remain in use. No patient complications have been reported as a result of this event.